Manufacturer narrative:
(B)(4). Batch # t5dh0e. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an exploratory laparotomy and resection of left retroperitoneal mass. Excision of left adrenalectomy, left nephrectomy, and cholecystectomy procedure, stapler jaws locked shut, delayed sealing/controlling of blood vessels. It is unknown when issue occurred in the procedure and how bleeding was controlled. It is unknown if there were any adverse consequences to the patient.